Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The event did not reproduce and the cause could not be identified. Since the striped image appears when error e226 occurs, it is considered that the subject device could not transmit the video signal of the endoscope and could not recognize the endoscope information. Omsc confirmed the adhesion of dirt on the contacts and the accumulation of dust inside the connector. It is presumed that these foreign objects caused poor pin contact, which prevented normal communication with the scope, resulting in image defects and error e226. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Also there was no abnormality on the exterior of the subject device and the subject device functioned without any problem. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified laparoscopic surgery using the ltf-s190-5 and the subject device, the endoscopic image became black, then the image like sandstorm appeared, also the scope communication error e226 was displayed. The user restarted the subject device however the issue could not be resolved. Furthermore the user replaced the ltf-s190-5 to the ch-s200-xz-eb, however the issue could not be resolved. Consequently the user replaced the endoscopic system to non-olympus endoscopic system and completed the procedure. There was no report of patient injury associated with this event.